Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via saol. It was reported the patient is caucasian and was (B)(6) year-old at the time of the event onset. On (B)(6) 2015, the patient started treatment with compounded baclofen 425 g/ml at an unknown dose. Concomitant products included alpha-lipoic acid, vitamin b12, biotin, vitamin c, coq-10, vitamin b2, vitamin d3, cytomel (liothyronine sodium), flonase (fluticasone propionate), levoxyl (levothyroxine sodium), magnesium, maxalt (rizatriptan benzoate), milk thistle, nifedipine, nystatin/triamcinolone,ondansetron, pataday (olopatadine hydrochloride), promethazine, promethegan (promethazine), relistor (methylnaltrexone bromide), senokot, skelaxin (metaxalone), trazadone, vivelle-dot (estradiol), voltaren (diclofenac sodium), "vsl #3," wellbutrin (bupropion hydrochloride) and zenpep (pancrelipase). Medical history included non-malignant pain, chronic pain (20 years), nerve pain following laminectomy (2011). On an unreported date, she started treatment with hydromorphone 1000 g/ml at 132.3 g/day.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine, baclofen, and one unknown drug (unknown con centration and dose) via an implantable pump. The date of the event was (B)(6) (unknown year). It was reported the catheter came out/undone. The patient experienced withdrawal. No further complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: updated. If information is provided in the future, a supplemental report will be issued.